Event description:
A supplemental report is being submitted due to the completion of the investigation on 25-jul-2025.

Manufacturer narrative:
Device evaluation the zfv6-80-7-20.0 device of lot number c2091599 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions/device related adverse event. From the information provided, patient pre-existing conditions included hypertension and the patient was a current smoker which are considered risk factors for stent occlusion. Additionally, it is known that the adjacent 3rd party stents were occluded as well as the zfv6 stent. The source of the occlusion couldn¿t be determined or which stent contributed most to the occlusion however the occlusion of the adjacent 3rd party stents would likely have contributed to zfv6 occlusion. Also, it should be noted that "occlusion" is currently disclosed under "restenosis of the stented artery" as a potential adverse event in the IFU. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient presented with worsened claudication due to stent occlusion. Endovascular intra-arterial lysis therapy was completed as a result of this occurrence. The patient was discharged following this. Investigation findings conclude that a possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
On (B)(6) 2024, 142 days post-procedure the patient had symptoms of increasing calf claudication in right study leg for 3 weeks. A subacute occlusion of the study stent in the right superficial femoral artery was diagnosed using duplex sonography. The patient was admitted as inpatient on (B)(6) 2024. Endovascular intra-arterial lysis therapy begun same day, completion of therapy on the following day by atherectomy and paclitaxel pta of the right superficial femoral artery and popliteal artery and aspiration thrombectomy of the dorsal pedal artery and pta of the distal anterior tibial artery. The endovascular therapy and the post-interventional course were without complications. Blood coagulation diagnostics did show insufficient platelet inhibition by asa, so medication was modified by starting apixaban 2 x 5 mg. Site indicates relationship: possibly related to study device: ¿stents are thrombogenic and require sufficient anti-platelet therapy. Asa showed insufficient platelet inhibition. The study stent (most proximal) stint within the afs was occluded but directly adjacent 3rd party stents were occluded as well. It cannot be determined where the source of the occlusion was, or which stent contributed the most to the occlusion.¿ possibly related to study procedure. ¿the study stent which was implanted during the index procedure was occluded. Distally adjacent 3rd party stents were occluded as well.¿ related to ¿asa-antiplatelet non-response which required addition of apixaban. Event resolved and patient remains in follow up.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.